Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient had a 45-day follow-up transesophageal echocardiography (tee), and no thrombus was noted on the closure device, per physician note. The patient had a pre-op tee done for aortic valve replacement (avr)/mitral valve replacement (mvr) surgery on (B)(6) 2024 and there was no thrombus noted on the closure device, per physician note. The patient had stopped their plavix per physician order, on (B)(6) 2024. The patient was having the avr/mvr surgery done on (B)(6) 2025 and during the open-heart surgery they noted thrombus on the closure device. The thrombus was removed from the closure device at time of surgery. The patient is currently recovering from surgery, with no known complications from the device related thrombus.